Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The evaluation findings of outer sheath detached from itself. A visual examination of the returned device found that the outer sheath had been retracted as far as the stent holder and the stent had been fully deployed. The stent was not returned for analysis. The outer sheath was kinked and accordioned at several locations along the length of the sheath. The outer sheath was detached from itself approximately 4mm distal to the distal handle and was extremely damaged at location where it detached. In addition, the inner shaft was kinked at 185mm proximal to the distal tip. No other issues were noted to the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture due to a large intestine malignancy. The stricture was located in the sigmoid colon was approximately 3-4cm in length. The patient anatomy was noted to be mildly tortuous. During the procedure, the stent system was advanced into the large intestine over a guidewire. The physician deployed the stent by approximately 3cm. The physician decided to reposition the stent and attempted to reconstrain the stent into the delivery system. However, the distal handle would not move. Additional force was applied in an attempt to actuate the handle and a portion of the distal handle detached from the sheath. The user cut the sheath with a "nipper" to fully detach the handle. The stent was able to be reconstrained for repositioning. The stent was then fully deployed by withdrawing the sheath by hand without issue. The procedure was completed using this device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the outer sheath had detached from itself, this is now considered a reportable event.